Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The healthcare professional reported the patient required an MRI scan of the lumbar spine, which was unrelated to the device or therapy. The patient was experiencing back pain. It was unknown if the symptoms were related to the device or therapy. The patient's record showed the patient lost ability to walk - secondary to bilateral leg pain with some low back pain. From the records, 2 months ago the patient was walking on their own and at the time of the report, basically wheelchair bound and had bilateral lower extremity weakness and multiple changes of the lumbar spine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were essential tremor. Refer to manufacturer report # 3004209178-2016-05352.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.